Event description:
The sanode on the power chair smells like it is burning. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Consumer affairs to follow up on complaint. Model #tdx-si (B)(4) is of unknown age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer's gender, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. File reviewed with regulatory manager. Electronic malfunctions within the device, including debris that may result, are well contained within the enclosure of the device. No risk of shock is presented to the user. If there was an electronic component failure, some degree of smoking can occur however this is not an indication of sustained combustion. Malfunction has not been established. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if the other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. If device is returned and the evaluation establishes malfunction, this decision not to do a MDR will be reviewed. (B)(4). (B)(4) 2012 device evaluation completed. Condition of return: the unit appears used and in poor condition. Results of inspection: the sanode was received and unpacked. Corrosion/moisture damage was observed on the female connection pin #1. A foreign substance was observed on the male connector. The sanode had an odor similar to overheated electronics. No visual signs of heat were observed. The protective covering on the pcb was removed. Component c9 was scorched and disconnected from pcb. Conclusion: unit was not operable and complaint could not be duplicated.